Manufacturer narrative:
One sample model 2432-0007 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to an IV bag filled with water and successfully primed. A leak was observed coming from the lower vent of the filter. The customer complaint that there was a leak was confirmed. A quality notification was sent to the supplier. From the supplier investigation, leakage was observed immediately from both vents in both filters. The filters were then subjected to a treatment that may fully or partially restore the hydrophobic properties of vents that have become temporarily compromised due to saturation by low surface tension end use solutions or potentially from tube bonding solvents during set assembly. When dry, both filters were successfully primed with saline under 1-metre gravity head height with no leakage observed. An air elimination test and a pressure hold test (29 psi for 15 minutes) was passed for both filters. Test results post treatment indicate that the treatment was successful in restoring the vent properties. Potential scenarios exist where the vent's hydrophobic properties may become temporarily compromised or weakened from treatments and exposures that occur after filter assembly that may result in fluid leakage through the vent, particularly with lower surface tension fluids that may contain elements of alcohol or lipids. Contact on the vent surface from tube bonding solvents is also a potential concern regarding maintaining the hydrophobic properties of the vent media. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
No additional info.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the verbatim: customer uses primary tubing with filter attached (0.22 micron filter) per customer, filters observed to be leaking at or near the filter. Placing patient at risk for infection.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.